Manufacturer narrative:
The returned test strips were measured with the returned meter in comparison with the current test strip master lot. For this purpose, two human blood samples from marcumar donors and internal reference meters were used. Masterlot strips: test 1: 2.0 inr. Test 2: 2.6 inr. Customer strips: test 1: 1.9 inr. Test 2: 2.5 inr. All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. Medwatch fields d9 and h3 were updated.

Event description:
There was an allegation of questionable results from coaguchek xs meter serial number (B)(6). At 9:10, the result was 3.2 inr. At 9:13, the result was 4.3 inr. The therapeutic range was 3.2 -3.5 inr and the testing frequency was 2 times a week.

Manufacturer narrative:
The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." E3 - occupation was patient/consumer